Event description:
Hardware originally implanted for a spine fusion. A broken pedicle screw was subsequently noted on follow-up x-ray. A revision surgery was done to remove the broken screw. Pt is progressing normally.